Event description:
A report was received that the patient was experiencing pain at the pocket site whether the device was on or off. It was giving him sharp pains all throughout the day. A medication injection was given for battery site pain. X-ray shows that the ipg was located sideways. The physician manipulated the battery by flipping it around. The physician believed it was procedure related due to the battery site where it was anchored and tied down to the suture site causing the battery to relocate and caused that pain.

Event description:
A report was received that the patient was experiencing pain at the pocket site whether the device was on or off. It was giving him sharp pains all throughout the day. A medication injection was given for battery site pain. X-ray shows that the ipg was located sideways. The physician manipulated the battery by flipping it around. The physician believed it was procedure related due to the battery site where it was anchored and tied down to the suture site causing the battery to relocate and caused that pain.

Manufacturer narrative:
Additional information was received that the patient¿s battery site pain was resolved. No further course of action will be taken.